Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient had a suspected deep vein thrombosis (dvt) following a procedure involving a pipeline and a phenom catheter. It was noted that the suspected dvt was present pre-procedure. It was also noted that the surgery was difficult to perform based on the patient's general condition (age, etc.). A balloon catheter had been used during the procedure for expansion of the flow diverter, but there were no malfunctions present. At discharge/7 days post-op their mrs score was 1 with no clear impairment despite having symptoms. The patient's mrs score was 0 at 30 days, 6 months, and 12 months following the procedure. Imaging on (B)(6) 2021 and (B)(6) 2022 showed complete ablation of the aneurysm with raymond and roy class 1. The patient was undergoing treatment for an unruptured aneurysm located in the c6 segment of the left internal carotid artery. The aneurysm height was 4.6mm, the max diameter was 5.9mm, the dome diameter was 5.9mm, and the neck diameter was 3.7mm. The proximal diameter end of the flow diverter was 4.2mm, and the distal diameter was 4.0. Ancillary devices include a sofia catheter.